Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. The date of death is not known. Date of event: the date of the event/study is not known. The product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. Information such as initial reporter facility name, address, city, state, name, phone, and email address are not available / reported. The device manufacture date is not known as the product lot number of the device is not available / not reported. Conclusion: it was reported through the database related research activities (drra) report source on behalf of the md-epidemiology, via study number: (B)(4), there were fifty-eight (58) patients who expired. The patients underwent a thrombectomy procedure with the embotrap stent-retriever (unknown product code/unknown lot #) device. Per the ¿discharge status indicator¿ (for patients with primary diagnosis of acute ischemic stroke when embotrap was used along with other thrombectomy devices). The patients who died were identified based on the discharge status indicator which entails the following: to code 20 (expired), code 40 ( expired at home (for hospice care)), code 41 (expired in medical facility (for hospice)), and 42 (expired, place unknown (for hospice)). No other information is available. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. In addition, there was no report of malfunction associated with the device. As such, the investigation will be closed. Since the relationship of death to the device cannot be excluded, the events meet the criteria for MDR reporting. With extremely limited information available, the cause of death is not known. There was no information on patient medical history, and no information on the device and its performance during use in the study procedure and no information related to concomitant devices used during the procedure. The device catalog and lot numbers are not known; therefore, the determination of possible device-related causes cannot be determined through device analysis or through device history record review. The exact cause of the event could not be conclusively determined. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of five products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2021-00032, 3011370111-2021-00034, and 3011370111-2021-00035. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported through the database related research activities (drra) report source on behalf of the md-epidemiology, via study number: (B)(4), there were fifty-eight (58) patients who expired. The patients underwent a thrombectomy procedure with the embotrap stent-retriever (unknown product code/unknown lot #) device. Per the ¿discharge status indicator¿ (for patients with primary diagnosis of acute ischemic stroke when embotrap was used along with other thrombectomy devices). The patients who died were identified based on the discharge status indicator which entails the following: to code 20 (expired), code 40 ( expired at home (for hospice care)), code 41 (expired in medical facility (for hospice)), and 42 (expired, place unknown (for hospice)). No other information is available.